Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported against left-side, capsular contracture baker grade unknown. Patient also previously reported, "has been really sick and needs to get them out." "Joint pain," "fatigue," "memory loss," "brain fog," "hives," and ¿hormones were going crazy.¿ which have been assessed as not device related. The device has been explanted.